Manufacturer narrative:
Other text: b5: additional information received at smiths medical (B)(6) 2021: no patient involvement with these pumps. No additional information provided. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found that one side of the air detector is damaged. The customer stated problem was duplicated and confirmed. Noticed one side of the air detector was damaged so the air detector was replaced. The cause of the reported problem was traced to customer manipulation of the device. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a damaged air detector. No adverse effects were reported.